Event description:
The healthcare professional reported that one (1) day following administration of a hepatitis b vaccine, a patient experienced pain, inflammation, and hardness of the lips. The lips had been previously injected with evolysse smooth approximately two (2) months prior to receiving the vaccine. The patient was treated with 400mg of motrin. Safety database number (B)(4). Additional comments importer complaint number (B)(4).